Event description:
The facility reported a pump with failure code 814:04. It is unk when this failure code occurred. It is not known if there was any pt injury or medical intervention necessary according to the hosp rep.